Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap was flush. The customer¿s blood glucose level was 346 mg/dl, 345 mg/dl. The customer treated high blood glucose with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering because reservoirs was getting down 25 or 30 units left it is not dosing correctly. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump passed self-test and displacement test. The insulin pump will not be returned for analysis.